Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text: device not returned for evaluation.

Event description:
It was reported that on (B)(6) 2023, a nurse in the surgery department of nerve burn in our hospital was preparing to place a central vein catheter in the patient, it was found that an unknown black lump inside the unused sterile package of the central venous catheter which had been opened through peripheral catheterization.